Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The system operates as intended and was returned to service.

Event description:
The customer reported an image quality issue, which necessitated the use of an alternate system to complete the case. There is no report of injury or death associated with this event.